Event description:
The pt reportedly experienced sound quality issues followed by a loss of lock between his external equipment and implant. The pt was seen at the center for device evaluation. Testing conducted at center confirmed that the pt's c1 device was not functioning. Advanced bionic is in the process of gathering add'l info.